Manufacturer narrative:
H3) the positioner motion control was returned to the manufacture for evaluation. After functional testing and visual/physical examination the reported issue was confirmed. It was installed into a known functional system. The system initialized, motion, generator, communication and charging readied. Motion calibration was perform but failed. Motion did not ready. Malfunction positioner motion control. An electrical issue was observed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the z drive would only move to the right regardless of the prompt from the user. It was reported that the positioner control box was replaced to restore functionality. The imaging system then passed the system checkout and was found to be fully functional. Concomitant medical products: product ID: b i71000443, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the gantry doesn't move sideways. Initially the movement made a loud noise, then the gantry got stuck completely. No patient was present at the time of the event. Medtronic received information that other motions on the imaging system functioned as intended.